Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Associated device; battery / (B)(4) / model #1650 / UDI#: (B)(4). Device available for evaluation: no. Mfg. Date: 2016-03-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been experiencing critical battery alarms. The battery capacity when the event occurred was greater than or equal to 25 percent. The controller and battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two (2) controllers (con306311, con317045) and one (1) battery (bat319663) were not returned for evaluation. Log file analysis revealed that the controllers (con306311, con317045) both contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the controller log files revealed that con306311 was in use during the reported event. Analysis of con306311's alarm log file revealed two (2) critical battery alarms due to communication errors involving bat319663 and an additional battery within the analyzed period. Additionally, analysis of con306311's data log file revealed several momentary disconnections logged within the analyzed period involving multiple batteries including bat319663. Momentary disconnections will result in an audible tone or ¿beep.¿ as a result, the reported critical battery alarm and ¿single beeps¿ events were confirmed. Log file analysis revealed that con317045 was in not in use during the reported event; no critical battery alarms or momentary disconnections were logged on con317045. The most likely root cause of the reported critical battery alarm event can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported ¿single beeps¿ can be attributed to momentary disconnections between the controller and batteries. There is an internal investigation for momentary disconnections. Other devices involved: d4: controller / con306311 / model #1403us h6: method code: FDA 4112, 4114 results code: FDA 3213 conclusion code: FDA d4: battery / bat319663 / model #1650. Method code: FDA 4112, 4114 results code: FDA 3213 conclusion code: FDA 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: other devices involved in the event: controller / (B)(4)/ model #1403us / UDI#: (B)(4) , mfg. Date: 2017-06-30. Labeled for single use: no. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: b3, b5, g4 initial aware date 16-may-2018, h10 product event summary, h10 additional products product event summary: two (2) controllers ((B)(4)) and three (3) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that con317045 was in not in use during the reported event; no critical battery alarms or momentary disconnections were logged on (B)(6). Log file analysis revealed that the controllers ((B)(6)) both contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the controller log files revealed that (B)(6) was in use during the reported event. Analysis of (B)(6) 's alarm log file revealed two (2) critical battery alarms due to communication errors involving (B)(6) 3 and an additional battery within the analyzed period. Additionally, analysis of con306311's data log file revealed several momentary disconnections logged within the analyzed period involving multiple batteries including (B)(6). Momentary disconnections will result in an audible tone or ¿beep.¿ data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. As a result, the reported critical battery alarm, ¿single beeps¿, and communication error events were confirmed. The most likely root cause of the reported critical battery alarm event can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported rsoc values between 101-201 can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported ¿single beeps¿ can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: controller (B)(6) h6: FDA conclusion code(s): 4307, 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial or lot#: (B)(4) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 28-feb-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307, 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2018 / serial or lot#: (B)(6), UDI #: (B)(4) d10: no h3: yes h4: mfg date: 30-apr-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307, 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, two additional batteries were indicated to have had a communication error. The two batteries remain in use.

Event description:
It was further reported that the alleged battery was given to the patient as a loaner during hurricane season.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.